Manufacturer narrative:
(B) (4). File numbers with involved model numbers: (B) (4) = r250100, (B) (4) = r050050, (B) (4) = r250100, (B) (4) = r250100, (B) (4) = r100100, (B) (4) = r250050, (B) (4) = r250100, (B) (4) = r250167, (B) (4) = r250100, (B) (4) = r250167, (B) (4) = r250167, (B) (4) = r250167, (B) (4) = r250100, (B) (4) = r250167, (B) (4) = r100200, (B) (4) = r250167, (B) (4) = r250167.

Event description:
During a complaint investigation, an out of spec condition for flow rate was discovered in certain units, which resulted in a voluntary recall of the readymed elastomeric ambulatory infusion system. The company has become aware of 17 reports of flow rate inaccuracies between (B) (6) 2004 and the present. The company has received no reports of deaths or serious injuries or events that led to or required medical intervention to prevent serious injury, as a result of this issue. The health hazard eval determined that the condition presents an unlikely risk of injury to the pt given the intended use of the product; the infusates for which the product is intended and, that the rate of infusion of these agents is not dependant on precise timed measurements.